Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 9050844. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
It was reported that the intima-ii y 20gax1.16in prn/ec slm indwelling needle connection "fell off" during a "chest enhanced CT" and contrast agent leaked out. The following information was provided by the initial reporter, translated from chinese to english: the patient took a chest enhanced CT at about 8:15 on (B)(6) 2020. After connecting with a closed venous indwelling needle, a high-pressure syringe was used to transfer the contrast agent. About 2 seconds later, the patient's family signaled a problem. The technician stopped the injection, the nurse entered the CT room to check the situation, and found that the connection of the closed venous indwelling needle fell off, and some of the contrast agent leaked out. The venous indwelling needle was replaced and re-examined, and the inspection was smooth.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii y 20gax1.16in prn/ec slm indwelling needle connection "fell off" during a "chest enhanced CT" and contrast agent leaked out. The following information was provided by the initial reporter, translated from (B)(6) to english: the patient took a chest enhanced CT at about 8:15 on (B)(6) 2020. After connecting with a closed venous indwelling needle, a high-pressure syringe was used to transfer the contrast agent. About 2 seconds later, the patient's family signaled a problem. The technician stopped the injection, the nurse entered the CT room to check the situation, and found that the connection of the closed venous indwelling needle fell off, and some of the contrast agent leaked out. The venous indwelling needle was replaced and re-examined, and the inspection was smooth.